Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, in the patients right eye (od). The patient experienced a less than 100 microns vault. The reporter indicated the surgeon has kept the patient on observation and evaluating. The lens remained implanted.